Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer uses apidra insulin in their cartridge. Blood glucose level was 180 mg/dl. A system check was performed and the occlusion was found to be within the infusion set tubing. An infusion set tubing change was performed and an additional occlusion alarm occurred. A cartridge change was performed addressing the occlusions.